Event description:
During a shoulder repair a portion of the distal tip of and expresssew suture passer broke off into the body. The broken fragment was retrieved and the case was concluded successfully without further incident or harm to pt.

Event description:
The co rep. Is reporting that during a shoulder repair a portion of the distal tip of an expressew suture passer broke off into the body. The broken fragment was retrieved and the case was concluded successfully without further incident or harm to the pt.